Event description:
The following journal article from 2008 was reviewed: traul, d., street, d., faught, w., eaton, m., castillo, j., brawner, j., and varner, l. (2008). Endoluminal stent-graft placement for repair of abdominal aortic aneurysms in the community setting. Journal of endovascular therapy, 15(6): 688-694. This article was a retrospective review of 342 consecutive patients who underwent endovascular aneurysm repair (evar) by surgeons in a community hospital group from 1999 through 2005. There were 245 patients treated with evar of which 19 received ancure grafts.

Manufacturer narrative:
Of these 245 evar patients there were...during implant and/or within 30 days of implant: intraoperative transfusions (35), intraoperative conversion (1), death (2): aneurx patient (1), unknown patient (1) - this patient required conversion for an aortic rupture that occurred during balloon dilation of a type I endoleak at the heavily calcified aortic neck. Rupture (5). Late outcomes: migration (4), open conversion (2), type ii endoleak & growth of aneurysm (4), limb thrombosis (5), additional intervention (15), aneurysm-related death (2). As part of our investigation, attempts to obtain specific details from the author regarding the ancure devices and any associated complications were unsuccessful. We are filing an MDR at this time since we cannot definitively refute the possible involvement of the ancure device nor confirm these events have been previously reported.